Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a rectum resection procedure, the device was unable to fire. The first stapling of the colon where performed perfectly. It was on the second firing the problem started. The first squeeze on the handle felt ok, but on the 2nd or 3rd the handle jammed and got stuck on the rectum. The clips failed to close completely during firing and there were poor staple formation, resulting to an incomplete distal staple line. There was tissue damage noted. The patient lost more of his colon than needed. It did not have any negative influence on the postoperative progress. Another stapler was inserted in the patient (same type and same size reload) and the resection of the rectum was finished without any additional problems. A circular stapler was inserted from behind and the anastomosis was performed. The surgical time was extended by approximate 45-60 minutes. The patient had an anastomosis leakage postoperatively and therefor an extended hospital stay. According to the surgeon it had nothing to do with the incident. The patient is ok.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on the additional information received this report is updated from a malfunction to a not reportable event if information is provided in the future, a supplemental report will be issued.